Manufacturer narrative:
All of the buttons functioned properly however, found corroded keypad traces. No button error alarm noted. The insulin pump was monitored for 24 hours and no low battery alert noted. All operating currents are within specifications. The insulin pump passed self test and displacement test. No low reservoir alarm noted. The insulin pump had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that they received a low battery alarm, followed by a low reservoir alarm and finally received a button error alarm. Customer's blood glucose reading was 239 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised they cleared the button error alarm but the act button is unresponsive. Customer was advised that the low reservoir alarm was due to a need to change out their infusion set. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.